Event description:
It is reported that the device was implanted in 2003 and that the patient was revised in 2009, due to aseptic loosening of the stem and cracked cement mantle.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no surgical notes or x-rays were provided for review. Patient information such as height, weight, and activity level and specifics of possible degenerative joint disease is unk. Stem loosening can be attributable to inadequate cement mantle due to poor surgical technique. It is unk if the surgeon has noticed degradation of the cement mantle over time (stem was in vivo for 6 years), if there was a poor initial cement mantle, or if a trauma such as a fall caused stem loosening. Based on the available information a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for the corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.